Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject stent was delivered to the target lesion. After the first coil was used to frame the aneurysm. The stent was prepared to be deployed but it could not be deployed even after several tries. The physician withdrew the whole stent system and the stent unintentionally deployed within the micro catheter inside the patient anatomy. The physician successfully withdrew the stent from the patient's anatomy, replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the stent was returned with the device and was deployed. The distal end of the stent delivery wire was kinked bent. No other anomalies were noted. A functional test was unable to be performed as the stent had been deployed. Based on device analysis, when the device was returned, the stent was seen to be deployed. The stent delivery wire was kinked bent. An assignable cause of procedural factors will be assigned to the as reported and the as analyzed events. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that during the procedure, the subject stent was delivered to the target lesion. After the first coil was used to frame the aneurysm. The stent was prepared to be deployed but it could not be deployed even after several tries. The physician withdrew the whole stent system and the stent unintentionally deployed within the micro catheter inside the patient anatomy. The physician successfully withdrew the stent from the patient's anatomy, replaced it with a new device and continued the procedure without clinical consequences to the patient.